Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
The customer reported that they received erroneous results for five patient samples tested for calcium. Of the five patient samples, two had erroneous calcium results that were reported outside of the laboratory. The customer originally discovered the issue when running the first patient sample. The first patient sample initially resulted as 5.9 mg/dl and this value was reported outside of the laboratory. The physician questioned the initial result and requested a repeat analysis. The sample was repeated and resulted as 8.9 mg/dl. The repeat result was believed to be correct. The customer then decided to repeat other samples that had recovered low for calcium. The customer repeated four samples and of these, one additional sample was found to have an erroneous result that was reported outside of the laboratory. This second sample initially resulted as 5.7 mg/dl and this value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer, resulting as 9.3 mg/dl. The repeat result was believed to be correct. The patients were not adversely affected. The calcium reagent lot number was 60708301, with an expiration date of 02/29/2016. The field service representative determined that there was a mechanical failure as the r1 cell cover was resting on cells causing fluid to accumulate and drip back into the cells. He correctly positioned the r1 cell cover. He performed fluid adjustments. The customer ran a precision check and this was ok.